Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 28-may-2024, the one infusion set occlusion alarm occurred and blockage is in tubing. No further information available.